Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported that the sjm rep met with the patient for reprogramming. The patient experienced tightness in the middle of his back during the reprogramming session. If there was no tightness, the patient reported chest tightness and abdomen stimulation. The patient reported the issues had not always been present, and was given a program to use which did not cover the back. Initially the issue had not resolved, but recent follow up indicated the tightness had subsided, but the patient was experiencing overstimulation when the amplitude is increased. The sjm rep spoke with the patient, and it was reported that an increase in stimulation caused random shocking sensations in the waist area. The patient reported he was satisfied with the stimulation to the legs.